Event description:
It was reported that during a micro-disc surgical procedure, the bur broke. It was also reported that another bur was available to complete the procedure. It was further reported that there was a delay of 2 to 5 minutes and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation were returned for eval. It was visually confirmed that the bur was broken. Lot number info has not been provided to permit further investigation. The root cause is undetermined.